Manufacturer narrative:
Unique identifier (UDI)#: asku. The event occurred in (B)(6).

Event description:
The customer complained of questionable results for one patient sample tested with the elecsys tsh assay, elecsys ft4 ii assay, and elecsys ft3 iii. The patient is being treated with biotin (qizenday), 300 mg/day, for multiple sclerosis. The patient takes 100 mg three times daily. The last dose was taken 12 hours before the blood sample was drawn at 8 am on (B)(6) 2017. The sample was sent to an outside laboratory and tested on an abbott architect on (B)(6) 2017 with the following results: tsh: 0.99 mui/l, ft4: 11.84 pmol/l (9.20 ng/l), ft3: 4.1 pmol/l (2.7 ng/l). On (B)(6) 2017 the sample was tested on a cobas e601 module using the elecsys reagents with the following results: tsh: 0.006 miu/l, ft4: 100.0 pmol/l (with a data flag), ft3: 11.65 pmol/l. It is unknown if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The serial number of the e601 module was not provided. Patient samples were requested by the manufacturer for investigation. This MDR is for the ft3 assay. Refer to the MDR with patient identifier (B)(6) for the tsh assay and (B)(6) for the ft4 assay.

Manufacturer narrative:
The patient sample was sent to the manufacturer for testing. No interfering factor to the streptavidin in the reagent was found.

Manufacturer narrative:
The patient's sample was tested for biotin concentration, which was approximately 651 ng/ml. Labeling states no interference occurs with the ft3 assay at biotin concentrations < 70 ng/ml. The most likely cause of the questionable results was the high biotin concentration in the sample.